Event description:
The technician alleged that the brakes will not hold when the brake is engaged. No pt impact.

Manufacturer narrative:
The technician replaced the brake block top and bearings to resolve the issue.